Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that there were air bubbles in the tubing of multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.